Event description:
Initial reporter indicated that their dell x5 handheld computer would not "communicate". The programming wand was ruled out as a source of the communication issue. The handheld computer is at manufacturer pending completion of product analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.